Manufacturer narrative:
Two samples were received with cracks in the housing fluid path due to a molding issue. During testing, both transducers leaked from the cracks in the housing. A correction was made to the molding specification in (B) (6) 2008 to prevent incomplete weld lines. The lot in question was manufactured before this correction. The device history was reviewed with no issues noted. Smiths was able to confirm the issue and determine the cause. Corrective action was addressed. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that the product leaked liquid when used during the operation. The operation had to be stopped. During inhouse evaluation, the housing was found cracked. There was no patient injury or treatment associated with this event.